Event description:
It was reported by service report that the bed exit was not working as the scale was not zeroed correctly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Issue was resolved for the customer by the service tech by zeroing the scale.